Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and a recessed battery cable connector was observed. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were not observed. The reported event of initializing screen without manual restart was confirmed during visual inspection. The root cause was determined to be a recessed battery cable connector.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.